Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient. It was reported that the patient had a pain stimulator revision surgery. No further details were provided. No patient symptoms were reported and there were no complications. Indication for use is unknown.